Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was located in a distal left anterior descending artery. A 2.25x28mm taxus liberte' atom stent was advanced to the lesion, but could not cross. When the device was removed from the patient, stent damage was noted. The procedure was completed by dilating the lesion again and implanting another taxus liberte' atom stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). A batch review was performed for the suspect lot numbers (h10f24096, h10f05053), with no defects noted.

Manufacturer narrative:
(B)(6). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem.

Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient experienced peritonitis and was hospitalized. The cause of peritonitis was unknown. A peritoneal effluent culture was performed, and the results were reported as unknown. It was unreported whether treatment was provided. Pd therapy was reported as ongoing. On (B)(6) 2010 the patient was discharged from the hospital. The nurse reported that the patient was recovering from the event of peritonitis. Concomitant medications were not reported. Per the nurse, the event of peritonitis was unrelated to pd therapy.